Event description:
Customer reported having low blood glucose caused by sensor reading. What led up to the event was sensor glucose versus blood glucose issue. Low of 35mg/dl was treated with glucagon and emergency services. Customer alleged over delivery due to sensor glucose reading. Troubleshooting was partially done for the low. Customer also had sensor glucose of 100mg/dl versus blood glucose of 50mg/dl. Troubleshooting was done for the sensor issue. Pump was used within 48 hours of the low. Per carelink report, the customer used sensors at the time of incident and the smartguard feature was active.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.